Event description:
It was reported. "The surgeon reported that he had recently had a pt with a fatigue fracture through the neck of implant, that had been in for approximately three years." Pt required revision surgery.